Event description:
Thread on solar shoulder drill bit broke in the attachment was discovered when they took the pieces apart.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Thread on solar shoulder drill bit broke in the attacchment was discovered when they took the pieces apart.